Event description:
It was reported the patient presented with an eroding pocket. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event o f pocket erosion was not confirmed. The pacemaker was returned for analysis. Electrical testing was normal with no anomalies found.